Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. The physician first went up and did a pulmonary vein isolation (pvi) and posterior wall isolation (pwi). The catheter was exchanged for a mapping catheter to obtain more information during the case. It was then determined that a mitral anterior line was needed. As the physician was ablating, the physician noticed fluid leaking out of the farawave handle knob at the slider. The physician finished ablating and once the catheter was taken out, the catheter was moved to an upright position where more fluid started leaking from the guide wire lumen. The case was finished at that point with the original device, and no more ablations were done. No air was seen in the device nor in the patient. No patient complications were reported. The catheter is expected to return for laboratory analysis.